Event description:
Literature: vidailhet m, yelnik j, lagrange c, et al. Bilateral pallidal deep brain stimulation for the treatment of pts with dystonia-choreoathetosis cerebral palsy: a study. Lancet neurol. 2009; 8(8)709-17. Summary: this article presents a study of the effectiveness of bilateral deep brain stimulation of the globus paalidus internus in 13 pts for the treatment of dystonia-choreoathetosis cerebral palsy. Reportable event: one pt had a spontaneous stimulator arrest due to exposure to an external magnetic field, and the stimulator had to be reset.